Manufacturer narrative:
On 3/14/16 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - complaint confirmed: cable is broken at the junction. Device history evaluation - nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Repair history: none. Conclusion: root cause for the broken fibers at the junction could not be conclusively determined. Root cause of the high heat is directly related to improper use. This is a non-fused fiber optic cable which is not recommended for use with the mlx lightsource. The sales representative indicated that this cable was being used with an mlx.the temperature of the light from a mlx lightsource is too high to use the non fused cable. The fused fiber cable is the recommended cable for use with the mlx light source.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports a surgeon being burned during a procedure by a light cable with a split in it. (B)(6) 15 or manager reports the surgeon had a 2nd degree burn, 3-4 " in diameter in the middle of his back. The burn was treated with silvidine and bandage applied. Burn blistered and oozed for about 3 days.